Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 30-degree endoscope involved with this complaint and completed the investigation. Failure analysis investigations replicated and confirmed the customer-reported complaint. The endoscope was found to have local button controls that were not functioning properly. The endoscope failed a button functionality test. The endoscope was placed through a friction test using a screening aid to manually rotate the adapter. The camera instrument adapter did not rotate properly, and noises were heard during testing and confirmed binding. A visual inspection found minor cuts to the cable insulation. The endoscope was visually inspected and manually tested by hand using a series of failed movement tests. The endoscope was detected with rattling or noise from the housing and/or detected loose balls from the led windows. The endoscope was disassembled and confirmed with dislodged desiccant balls inside the backend housing. The endoscope was visually inspected and found with cosmetic damage. During an inspection of the endoscope housing, the housing shell exhibited laser marking fading and/or was removed. During an inspection of the endoscope cable-integrated connector, the cable-integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through a friction test using a screening aide to rotate the adapter to detect friction manually. The camera instrument adapter was removed from the endoscope housing, and an endoscope adapter (aea) shaft bearing was evaluated and found to contribute to friction.

Manufacturer narrative:
An investigation is in progress to determine the cause of this reported event. An return material authorization (RMA) has been issued requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 30 degree endoscope behaved in the normal way when connected, but after flipping it over/under view the image remains standing, the endoscope physically rotated but the image would not. The procedure was completed with no reported injury.